Event description:
User facility mandatory medwatch received that stated: "a green cap disconnected at the hub of an IV extension while being held by a pt's mother. Blood, tpn (total parenteral nutrition) and an IV antibiotic were leaking." Upon further query the following info was provided that indicated a disconnection; subsequently, blood loss was noted. The male adapter plug was connected to an unspecified stopcock. The pt was receiving tpn and an unspecified antibiotic. After an unspecified length of time in use, the male adapter plug disconnected from the stopcock and an unspecified volume of blood, tpn and antibiotic leaked. The male adapter plug and stopcock were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.